Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker reverted to safety mode operation. The replacement procedure was scheduled. No adverse patient effects were reported. The device remains in service. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to return as the explanting facility was unable to locate it.

Event description:
It was reported that this pacemaker reverted to safety mode operation. The replacement procedure was scheduled. No adverse patient effects were reported. The device remains in service.